Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon opening the kit in the sicu, the guide wire and advancer were found kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a kinked guide wire within an advancer tube. The advancer tube was kinked near the bottom. The guide wire was removed and the kink in the guide wire was confirmed at 40 cm from the j-tip. No damage was observed on the tray. All other returned components were typical. A device history record review was performed with no relevant findings. However, the probable cause of this issue is packaging related since it appears that the component was damaged during placement into the tray. Further investigation has been initiated at the packaging site. Additionally, the od of the guide wire did not match the specification. A separate investigation has been initiated for this issue at the manufacturing site.